Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Clinical factors that may have contributed to the patient's outcome related to the event include anticoagulation therapy, and the patient's comorbidities. The root cause of the reported event cannot be conclusively determined however there are patient and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient was found collapsed at the rehabilitation center he was transported to a nearby cardiac center by ambulance and the clinical specialist was notified to come to the hospital due to reported low flow alarms. Upon arrival to the hospital the patient was determined to be hypovolemic. Catecholamine therapy was initiated to which the patient responded. The site performed a log file review which revealed a decrease in power consumption indicative of occlusion. The patient was subsequently transferred to the implanting center for treatment. Hemodynamic monitoring revealed hypovolemia requiring 3 liters of volume replacement. CT brain scan revealed intracerebral bleeding. The treating physician stated that "by his judgement the intracranial bleed was the reason for the hemodynamic collapse". As of (B)(6) 2015 the patient was last reported to be in the intensive care unit on a ventilator; however, the bleed reportedly required no further treatment and the patient was showing hemodynamic and neurologic improvements.